Event description:
It was reported that prior to an unknown procedure, the product had a loose piece. Procedure was converted to open. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The complaint received from (B)(4) stated that the procedure converted to open. The device complained about can only be used in open procedures and therefore no convert to open as a patient consequence could have occurred.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: what was loose on the product ¿ can the piece be identified? Was the loose piece inside the sterile package? Regarding the ¿procedure was converted to open¿, the fcs9 device can only be used for open procedures (usually thyroidectomy procedures or breast procedures). What was the procedure? What was the reason for the convert to open? Patient¿s anatomy? Physician preference?